Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer experienced ongoing, intermittent fluctuating blood glucose (bg) levels of 49-350mg/dl. Reportedly, within the past year (event date approximated) customer ¿felt like they were crashing¿, consumed glucose tablets, and a family member called 911. Customer went to the emergency room (ER) with bg 200 mg/dl. Reportedly, the customer was monitored in the ER and no treatment was administered. Recommendation was made to consult with a healthcare provider to discuss diabetes management.